Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported after centrifuging the bd vacutainer® serum there was a red blood cell ring on the tube wall of an unspecified number of devices. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 30 retained samples were subjected to a visual inspection for additive defects, and all passed the inspection. Complaints for sample quality are under statistical control for the month of december 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: red cell ring. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported after centrifuging the bd vacutainer® serum there was a red blood cell ring on the tube wall of an unspecified number of devices. There were no health consequences or impacts reported.